Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. It is likely that leakage from the device led to insufficient reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide device evaluation and microbial testing results. See b6 for microbial testing results. During device evaluation at olympus, it was found the scope was inspected using a boroscope and fiberscope to verify the condition of the biopsy, suction, and auxiliary channels. The boroscope was first inserted into the biopsy channel, starting from the distal end side. There were scrape marks on the channel approximately 10 mm from the distal end opening. More scratches were found unto 120 mm from the distal end opening. The boroscope was then placed in the suction cylinder and no abnormalities were found. The auxiliary channel was inspected and no abnormalities were found. The light guide tube near the control body was buckled and had deep scratches, the insertion tube was buckled, there were multiple labels on the grip unit and scope connector cover, the instrument channel and forceps passage was leaking, angulation was reduced, the up/down and right/left knobs had play, and the bending section cover glue was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope failed the strip test two times during reprocessing. Once the device was found to have failed the channel check test the scope as taken out of rotation and sent to olympus. Manual cleaning was completed within an hour after the scope was withdrawn from the patient. There was no delay in the pre-cleaning or washing of the scope. Water was aspirated through the suction channel with the scope buddy plus machine. After the first time the scope was washed and tested, there was a tear found in the hookup that connects the device to the automatic endoscope reprocessor (aer)/scope buddy. Once found, this was removed and thrown out, and a new hookup was used to wash the device a second time. The scope still failed the channel check test a second time. It is not known what organisms were present. The biopsy channel was checked and the scope test failed in the ¿protein¿ category. At the beginning of the washing process, an air leak test was done and the scope passed. The infection prevention specialist at the site recommended the scope be sent for inspection after failing the strip test a second time. The device was not used for a procedure after the event. There was no known patient infection to the customers knowledge and there was no reported patient harm or impact due to this event.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The channels were brushed per manufacturer's recommendations for the instrument and suction channels. The device was reprocessed using their aer. The aer model is the dsd-201 from medivator. The disinfectant used in the aer was rapicide - 2.5% glutaraldehyde. The endoscope was connected to the aer with the proper hookup (tubing). The detergent used was intercept. A solution of 13 gallons of water plus a .35% concentration for a total of approximately 174 mls of intercept was used. The process of dosing the sink is automatic, performed by the scope buddy plus machine. The scopes are stored vertically in a tricor systems drying cabinet. The device was not eto sterilized. The customer noted the site has not had a reprocessing in-service and there had been no change in staffing since the last visit from the olympus representative. This event is under investigation. A supplemental report will be submitted upon receiving additional information.